Event description:
After further review, it was noted that the patient was in a coma for 3 months. The cause of the coma was not reported.

Event description:
It was reported that the patient missed two refills due to losing his medical transportation. The patient lost his medical insurance and therefore did not have medical transportation to the physician's office. The physician dismissed the patient and informed the patient that he needed to find someone else to manage his pump due to the missed refill appointments. It was reported that the patient could not walk, had foot problems and heart problems, and was paralyzed and could not drive. The device system was used to deliver baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
Additional information received reported that the patient¿s pump had been empty for 3 months and that he has been on oral medication. It was noted that the patient wanted the pump removed.

Manufacturer narrative:
(B)(4).